Event description:
Reporter alleged the patient received a result of 154 mg/dl and then 244 mg/dl on the inform system at unknown times, but then the patient coded. Reporter stated the patient was unresponsive and given sugar as treatment. Reporter stated they also performed a lab test on the patient which returned 32 mg/dl and the patient was treated based on the lab. No other actions were reported taken or treatment received. A request was made for the return of the affected product.